Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (381 mg/dl) with ketones. Reportedly, health care provider identified ketone level as dangerous/life threatening. Customer delivered a manual injection to stabilize blood glucose levels. Troubleshooting was performed with tandem customer technical support (cts) and the pump performed as intended. Cts recommended customer consult health care provider.